Event description:
Clinician decided to change the abutment during implant placement and inadvertently extracted the implant.

Manufacturer narrative:
During implant placement (with the implant in place and the abutment torqued onto the implant), the clinician decided to use a different abutment (change cuff height). They proceeded to remove the torqued abutment and inadvertently extracted the implant. So, the pt will require additional surgical intervention to replace the implant that was taken out. As intended, torquing an abutment permanently secures it onto the implant. Therefore, in order to remove the torqued abutment, the clinician would have to apply a reverse-torque, which would also extract the implant. The lodi user documentation (l8019-tm) includes info on pre-surgical treatment planning. The clinician is instructed to measure the gingiva depth at each implant depth prior to implant placement to properly select the abutment cuff height. Based on above, it was concluded that this event occurred as a result of the clinician's misuse of the device (user error). The implant's lot history record as reviewed and no discrepancies or issues of non-conformance were noted. No further action is required. No customer letter required based on the above info.